Manufacturer narrative:
The reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and sent to the manufacturer for further evaluation and an internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
New information received indicates that the patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in-clinic with an alert for charge timeout limit reached. A capacitor maintenance was performed and another charge timeout alert was observed. The device was explanted and replaced.